Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized high blood glucose of 550mg/dl. The customer stated that the last infusion set change was on (B)(6) 2011. The customer stated that his heart was beating really loud and thought he was having a heart attack. The customer's most recent glucose reading was 155mg/dl. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and high pressure test and the insulin pump passed the tests. No further information was provided.